Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured location of the fracture is undetermined due to the condition of the leads returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted electively during a routine device replacement procedure. The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.